Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2011. On (B)(6) 2011 the device failed a self-test due to a low battery. The user was alerted to the problem by the red led status indicator being illuminated and an audible beep. A new pad-pak was inserted and the device performed to specification until (B)(6) 2012. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.